Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "male luer of IV tubing shatters when attempting to connect to the catheter. Multiple occurrences involving different patients and different hospital departments."